Event description:
A malfunction alarm labeled as alarm 01 was reported. Customer's blood glucose level did not exceed normal limits, staying below 500 mg/dl. The issue involved a cartridge for the pump, and there were no visible cracks on the original cartridge. Customer support, unable to resolve the issue by having the customer load a new cartridge, decided to replace the pump. Further action was advised, suggesting that the brother who actually owns the pump contact technical support directly to address the pump issue.